Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve implanted: (B)(6) 2016; dtma1qq ICD; 6935m62 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure, the left ventricular (lv) lead had ¿very high threshold¿ measurement caused by the dislodging of the lead. A lead revision was done, which improved the thresholds and the lead remains in use. No patient complications have been reported as a result of this event.